Event description:
Initial medtronic spinal cord stimulator implant date (B)(6) 2017, model 97714 had to have battery moved and replaced (B)(6) 2018 with model 97715, but still have original scs(spinal cord stimulation) leads. No relief of pain from device use. Having increased pain with device use in the past few years with even some sharp pains in a few spots when device is off. Medtronic notified and rep seen several times with no resolution. Pain management provider now considering removing device.